Manufacturer narrative:
An investigation is currently underway; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien on (B)(6)2017 that a customer had an issue with a dialysis catheter. The customer states there was a catheter puncture due to the puncture needle tip having a burr. This resulted in the guide wire not being properly imported.

Manufacturer narrative:
A device history record (DHR) review was performed and no discrepancies that may have contributed to a complaint of this nature were found. The quality inspection of final visual and physical evaluation results indicated that the product met specification requirements. The catheter involved in the reported incident was not returned for evaluation. One guide wire attached to introducer needle was returned with other components along with a mahurkar q-plus catheter which is different from product reported. A visual inspection was performed, and it revealed that the guide wire was stuck in the introducer needle. The guide wire was stretched and kinked in different points. As part of the evaluation, the guide wire was separated from the introducer needle with manual force and it was observed that the guide had remains of dried blood which prevented an easy separation. The guide wire was again passed through the introducer needle and the guide passed easily through the needle. An ishikawa diagram was used to determine the potential causes for this event. The reported condition has not been confirmed. Based on all gathered information, the probable root cause could not be determined for this event. No trends or triggers have been found for this event, therefore, a corrective and preventive action (CAPA) is not deemed necessary at this time. It must be noted that in-process are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation was performed. This complaint has not been confirmed. The actual sample involved in the reported incident was not returned for evaluation. No additional information, pictures or videos were received. Since no sample was returned for examination, it was not possible to evaluate it as part of a comprehensive failure investigation. A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. If the sample is returned in the future, this complaint will be re-opened for further investigation. The available information was analyzed and it did not allow a confirming a root cause for the event. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Event description:
The customer states there was a catheter puncture due to the puncture needle tip having a burr. This resulted in the guide wire not being properly imported.